Event description:
It was reported that non sustained right ventricular oversensing determined to be myopotential oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were to be made at a future date in clinic. There were no reported patient consequences.